Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Customer's blood glucose level was "over 300 mg/dl". Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.